Manufacturer narrative:
The device was evaluated by olympus. The evaluation found "air/water leakage and scratch on the connection tubing" were confirmed. It was noted that the water leakage from the bending section cover was due to a pinhole. Water tightness was lost. The bending section cover was dirty and cut. The connecting tube had deep, sharp scratches and was buckling. Due to a pinhole on the connecting tube, water tightness was lost. The forceps channel port had a dent. Due to the wear of angle wire, the bending angle in the up/down direction did not meet the standard value. Scratches were found in multiple locations on the device. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported on behalf of the customer, the bending section tube on the evis exera ii bronchovideoscope had air/water leakage and a scratch on the connection tubing. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted the insertion section connecting tube coating was peeling off. This report is to capture the reportable malfunction of the peeled off coating on the connecting tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3, b5, e1, e2, e3,).

Event description:
Additional information was provided by the customer. The event was found during reprocessing.